Event description:
The pt presented to the e.r. In "2002" with complaints of epigastric pain, nausea, vomiting, sweating and shortness of breath. Blood work and EKG were performed. A diagnosis of acute inferior wall mi was made and the pt was admitted to the ICU. The pt underwent a cardiac catheterization in 2001. The circumflex artery was found to have two lesions, one 70% and the other 90%. The lesions were treated with stents. Two closer s devices were used. The first closer s was reported to "fail". The second closer s device was reported to be inserted and deployed. The procedure began at 1323 and ended at 1438. The pt returned to the ICU at 1500. "Shortly" after returning to the ICU, the nurse assessed a drop in the pt's blood pressure. A "short" time later the pt became restless, agitated and complained of severe nausea and back pain. The cardiologist was notified and consulted with a pulmonologist/critical care specialist. Both of the physicians provided medical diagnosis, care and treatment of the pt in the ICU following the cardiac catheterization procedure. At 1700, the pt was found to have no palpable pulse and cardiac monitor showed pulseless electrical activity. Resuscitation efforts were unsuccessful and the pt was pronounced dead at 1715.